Event description:
It was reported that during a scheduled ivc filter retrieval approximately six months post filter implant, a detached filter arm was identified in the ivc. The filter and the detached arm were removed successfully. The pt had been asymptomatic prior to the procedure. No pt injury was reported.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.